Event description:
Harmonic ace initially functioned as expected and then stopped working. Alerting noise sounded from harmonic machine and indicated: clean, tighten, retest. Then device indicated: remove and dispose. Device was removed from field. New device opened. Procedure continued without harm to the patient or staff.device #1is this a laboratory device or laboratory test?no.